Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly the device was expired when it was advanced into the anatomy. It should be noted that the supera peripheral stent system instructions for use states: use this device prior to the ¿use by¿ (expiration) date specified on the device package label. In this case, there were no adverse patient effects and the stent was not implanted. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the device was attempted to be used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral to common femoral arteries with mild calcification and mild tortuosity. The 5.5x120 mm supera self expanding stent system (sess) was advanced into the sheath but it was noted that the stent was simply too long for the lesion. The supera sess and sheath were removed and the access site was closed. It was decided to not use the supera stent and the patient was medically managed. The device was noted to be expired when it was advanced into the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.